Manufacturer narrative:
Applicator has been returned and investigated. Visual inspection has been performed and no issues were observed. Applicator had fired successfully. The applicator was pried open and the sharp was inspected. No issues were observed. The sensor pack was visually inspection and no damage was observed. Lid was not completely peeled off. Visual inspection was performed on the sensor and no failure modes were observed. The sensor plug was properly seated. Therefore, the issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon application of the adc device, they experienced bleeding at the placement site. Due to this, customer indicated they experienced loss of consciousness. A third-party helped stop the bleeding, however, no further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that upon application of the adc device, they experienced bleeding at the placement site. Due to this, customer indicated they experienced loss of consciousness. A third-party helped stop the bleeding, however, no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.